Event description:
Boston scientific received information that this lead was explanted due to pocket infection. No allegations against performance communicated. The explanted product is not intended to be returned, as it's been discarded. Additionally, it was reported the lead broke approximately 10 cm from the distal tip during explant; implant duration approximately 9 years. No other adverse effects reported. Attempts to attain the model and serial of this product were without avail.

Manufacturer narrative:
If new information is received, a follow-up report will be submitted.